Event description:
It was reported by the customer's father that the sensor was inserted and when the transmitter was connected, it did not flash green. Customer's father stated that they were using the enlite sensor. Customer was advised to replace the sensor. Customer's father stated that the sensor cannula was missing. Customer's father did not see it retracted or on the tape. Sensor was removed and will be returned. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found the sensor was broken and missing parts. Unable to confirm if the customer received the sensor damaged due to the customer returned opened and used.